Event description:
A customer reported receiving an error message on their continuous glucose monitor (cgm). There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided guidance on how to perform a pump reset, and the customer successfully restarted their sensor session without further issues.